Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97. (B)(4). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 200 cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The subsequent bi result was negative. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis, concomitant product evaluation and retains analysis. ¿ trending analysis by lot number was reviewed from 10/13/2016 to 01/312017 and trending was not exceeded. ¿ the sra indicates the risk associated with a quality problem with no impact on safety is "low." ¿ an issue with the performance of sterrad® unit is unlikely since the cycle passed and the ci disc changed color appropriately. Additionally, the subsequent bi was negative for growth. ¿ thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains after processing. The likely assignable cause of the issue is user error due to subsequent incubation of a bi with a broken ampoule after sterrad processing. Per the instructions for use (IFU), it states to check the integrity of the media ampoule prior to and after sterrad processing. If a broken ampoule is found before processing, use another sterrad cyclesure 24. A customer letter will be sent to address the user error. The issue will continue to be tracked and trended.

Manufacturer narrative:
One suspect positive bi was received. The ci disc is yellow, the cap is pressed down, the vial is crushed, and there is yellow media in the vial with which to confirm the suspected positive result. The bi was disassembled, the following was found: one tyvek liner, glass ampoule shards, and one spore disc. There are no punctures observed on the plastic vial or tyvek® liner that would be consistent with a false positive from external contamination. No manufacturing related anomalies observed.